Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality and stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs did show that no ECG signal was display. However, it also showed that no patient impedance was detected by the device, thus no ECG signal would be displayed until all conditions were met. No cable related errors were present in the log files to indicate any device malfunction. No accessories were returned as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.